Event description:
A customer reported observing false low ckmb qc results. This event is consistent with a malfunction that could have caused biased patient results, which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the biased results were due to the lack of recalibration after analyzer preventative maintenance. The product instructions specify that recalibration should occur after analyzer maintenance. The customer recalibrated and obtained acceptable ckmb qc results. This event was caused by user error.